Manufacturer narrative:
The customer reported leakage and returned one sample of material: 2420-0500. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, and the complaint of leakage was verified. The leak occurred at the tubing/blue upper fitment connection on the pump segment. The tubing was examined under a microscope and also measured (within specification). The manufacturing site found the root cause for the separation at upper pump segment to be related to the medica solvent dispenser malfunctioning. A change control was issued by the plant on 27nov2024 for a new bushing on the solvent dispenser, to improve the engagement. The lot number was reported as unknown but four potential lots were found from the sample's smart site ID. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the medication was mixed and primed in the line until leak was found between the hard and soft line part of the upper pump segment.